Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was malfunctioning. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was malfunctioning, and the calibration could not be completed. The rse recommended that the touchscreen be checked. The investigation is ongoing.

Manufacturer narrative:
A follow up with the key market was performed, and it was reported that there was no patient involvement when the issue occurred. No patient or user harm reported. Insufficient information is available to determine the resolution of the event. The key market responder reported that the repair was not performed by philips, and that the customer had the device repaired by a third party. The key market responder indicated that the device had been returned to use; however, it could not be determined what parts were replaced to resolve the issue. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.